Event description:
The patient presented in-hospital after receiving vibrating notifier. Unable to interrogate the device and error message was displayed. The device was in backup vvi mode with tachy therapy disabled. The device was explanted.

Manufacturer narrative:
The reported backup vvi mode was confirmed. A por occurred during a high voltage therapy delivery. Device function was tested using automated test equipment and all tests were normal. The cause of the por was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.